Event description:
It was reported that the device did not meet longevity expectations. The device is at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity. Performance data collected from the device was analyzed revealing that battery depletion was indicated (eri). Time of eri was on (B)(6) 2011, device rrt<=2.62 volt. Weekly battery voltage log data shows min bat=2.64 to 2.62 volts minimum between (B)(6) 2011. There were 4 - patient alerts for low battery voltage between (B)(6) 2011 02:15:02 and (B)(6) 2011 02:15:02.